Event description:
It was reported that the user in new zealand experienced an incompatible sensor alert when attempting to pair an abbott freestyle libre 3+ sensor with the ilet mobile app on a newly purchased phone, preventing cgm pairing and resulting in dosing stops soon and operation in bg-only mode; the issue was characterized as a use-of-device problem, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the app version available in new zealand and the libre 3 plus sensor, aligned with a use-of-device problem and no applicable component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.